Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was experiencing diarrhea after being hospitalized. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was admitted to the intensive care unit (ICU) on (B)(6) 2024 due to hypotension, septicemia, delirium and clostridium difficile (causes not provided). Although the timeline of events is largely unknown, it appears a blood culture, a peritoneal effluent fluid culture and a cell count (wbc = 1207 u/l, neutrophils = 71%) were collected on admission, and the patient was diagnosed with peritonitis (no signs or symptoms present prior to admission). The patient was treated with intraperitoneal (ip) vancomycin 1000 mg daily, and the patient¿s peritoneal effluent fluid culture result returned positive for streptococcus epidermidis (date not provided). The ip vancomycin was continued until (B)(6) 2024, after which an elevated vancomycin trough level led to a decrease in dosage to 500 mg. The patient¿s clostridium difficile infection was treated with intravenous (IV) fidaxomicin (dose, frequency, duration not provided), and the patient¿s uti was treated with IV ceftriaxone (dose, frequency, duration not provided). The patient¿s urine culture returned positive for vancomycin resistant enterococcus (vre) on (B)(6) 2024, and the patient¿s ceftriaxone was discontinued. It is unclear when the patient¿s septicemia was discovered, and no causality or treatment regimen was provided. The patient continued to undergo ccpd therapy while hospitalized without reported issue and was discharged on (B)(6) 2024. Upon discharge, the patient was prescribed oral vancomycin 25 mg/ml with the following instructions: take 5 ml by mouth 3 times a day for 7 days, then 5 ml by mouth 2 times a day for 7 days, then 5 ml by mouth once daily for 7 days, then 5 ml by mouth every other day for 7 days, and finally 5 ml every 3rd day for 7 days. Per the pdrn the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The patient returned home in stable condition (recovered) and resumed utilizing the same liberty select cycler as before. The patient¿s final admission diagnoses included: resistance to vancomycin, enterocolitis due to the clostridium difficile infection, sepsis (unspecified), diastolic heart failure, benign lipomatous neoplasm of the kidney, unstageable pressure ulcer of left heel, and peritonitis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the liberty cycler set and the serious adverse events of resistance to vancomycin, enterocolitis due to the clostridium difficile infection, sepsis (unspecified), diastolic heart failure, benign lipomatous neoplasm of kidney, unstageable pressure ulcer of left heel, and peritonitis, which required a critical care hospitalization and antibiotic therapy. Per the information provided, the definitive cause of the serious adverse events is unknown; therefore, causality could not be firmly established. However, the pdrn reported the serious adverse events were not a result of a fresenius device(s) and/or product(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Staphylococcus epidermidis is a known colonizer of human skin. Additionally, hypotension remains a common complication among esrd patients and is frequently multifactorial in origin. Finally, patients with esrd are at a higher risk of acquiring infections than the general populations. Septicemia is one of the most severe types of infection in esrd patients. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was experiencing diarrhea after being hospitalized. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was admitted to the intensive care unit (ICU) on (B)(6) 2024 due to hypotension, septicemia, delirium and clostridium difficile (causes not provided). Although the timeline of events is largely unknown, it appears a blood culture, a peritoneal effluent fluid culture and a cell count (wbc = 1207 u/l, neutrophils = 71%) were collected on admission, and the patient was diagnosed with peritonitis (no signs or symptoms present prior to admission). The patient was treated with intraperitoneal (ip) vancomycin 1000 mg daily, and the patient¿s peritoneal effluent fluid culture result returned positive for streptococcus epidermidis (date not provided). The ip vancomycin was continued until (B)(6) 2024, after which an elevated vancomycin trough level led to a decrease in dosage to 500 mg. The patient¿s clostridium difficile infection was treated with intravenous (IV) fidaxomicin (dose, frequency, duration not provided), and the patient¿s uti was treated with IV ceftriaxone (dose, frequency, duration not provided). The patient¿s urine culture returned positive for vancomycin resistant enterococcus (vre) on (B)(6) 2024, and the patient¿s ceftriaxone was discontinued. It is unclear when the patient¿s septicemia was discovered, and no causality or treatment regimen was provided. The patient continued to undergo ccpd therapy while hospitalized without reported issue and was discharged on (B)(6) 2024. Upon discharge, the patient was prescribed oral vancomycin 25 mg/ml with the following instructions: take 5 ml by mouth 3 times a day for 7 days, then 5 ml by mouth 2 times a day for 7 days, then 5 ml by mouth once daily for 7 days, then 5 ml by mouth every other day for 7 days, and finally 5 ml every 3rd day for 7 days. Per the pdrn the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The patient returned home in stable condition (recovered) and resumed utilizing the same liberty select cycler as before. The patient¿s final admission diagnoses included: resistance to vancomycin, enterocolitis due to the clostridium difficile infection, sepsis (unspecified), diastolic heart failure, benign lipomatous neoplasm of the kidney, unstageable pressure ulcer of left heel, and peritonitis.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Touch screen test passed. Voltage verification check passed. Valve actuation test passed. System air leak test passed. Teach pumps passed. Patient sensor check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. Device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was experiencing diarrhea after being hospitalized. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was admitted to the intensive care unit (ICU) on (B)(6) 2024 due to hypotension, septicemia, delirium and clostridium difficile (causes not provided). Although the timeline of events is largely unknown, it appears a blood culture, a peritoneal effluent fluid culture and a cell count (wbc = 1207 u/l, neutrophils = 71%) were collected on admission, and the patient was diagnosed with peritonitis (no signs or symptoms present prior to admission). The patient was treated with intraperitoneal (ip) vancomycin 1000 mg daily, and the patient¿s peritoneal effluent fluid culture result returned positive for streptococcus epidermidis (date not provided). The ip vancomycin was continued until (B)(6) 2024, after which an elevated vancomycin trough level led to a decrease in dosage to 500 mg. The patient¿s clostridium difficile infection was treated with intravenous (IV) fidaxomicin (dose, frequency, duration not provided), and the patient¿s uti was treated with IV ceftriaxone (dose, frequency, duration not provided). The patient¿s urine culture returned positive for vancomycin resistant enterococcus (vre) on (B)(6) 2024, and the patient¿s ceftriaxone was discontinued. It is unclear when the patient¿s septicemia was discovered, and no causality or treatment regimen was provided. The patient continued to undergo ccpd therapy while hospitalized without reported issue and was discharged on (B)(6) 2024. Upon discharge, the patient was prescribed oral vancomycin 25 mg/ml with the following instructions: take 5 ml by mouth 3 times a day for 7 days, then 5 ml by mouth 2 times a day for 7 days, then 5 ml by mouth once daily for 7 days, then 5 ml by mouth every other day for 7 days, and finally 5 ml every 3rd day for 7 days. Per the pdrn the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The patient returned home in stable condition (recovered) and resumed utilizing the same liberty select cycler as before. The patient¿s final admission diagnoses included: resistance to vancomycin, enterocolitis due to the clostridium difficile infection, sepsis (unspecified), diastolic heart failure, benign lipomatous neoplasm of the kidney, unstageable pressure ulcer of left heel, and peritonitis.